Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly at a post-pocket revision check for an unrelated surgery. The patient was asymptomatic but it was noted that the device had been exposed to electrocautery. After a software download, normal function resumed. The patient would continue to be monitored.